Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon, while confirmed, could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issue occurred due to a faulty video connector. It was also noted that the software version and led cables were old. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the video system center was not reading the scope and rebooted multiple times. The issue was found during inspection for use for a diagnostic cystoscopy and it was completed. There were no reports of patient harm associated with this event.